Manufacturer narrative:
(B)(4). The customer reported an event when a resuscitation attempt was unsuccessful for a pt. There was no allegation that the device behavior impacted the pt outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.

Event description:
The customer reported an event where a resuscitation attempt was unsuccessful for a pt. There was no allegation that the device behavior impacted the pt outcome.